Event description:
Customer states: during pre-test prior to use on a pt a nurse found the cuff would not deflated. Caller confirmed there was no pt involvement.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).